Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient's right ventricular (rv) lead was capped and replaced on (B)(6) 2018 for an unknown reason. The rv lead was subsequently explanted on (B)(6) 2026.